Event description:
The customer contacted abbott reporting they were unable to calibrate the axsym rubella igg assay and obtained error code 1018 (calibration check failure, cal a too high) two times. The customer states there are no issues with other assays, and the customer was sent new rubella reagent and calibrators. The customer attempted recalibration with the new reagents and calibrators and obtained same calibration error. The customer was sent different lots of reagent and calibrators and a successful calibration was achieved. There was no impact to patient management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in progress. A final report will be submitted when the investigation is complete.